Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that an out of range shock impedance measurements was triggered through the remote monitoring system. No other measurements appeared abnormal. Boston scientific technical services (ts) noted that a single out of range shock impedance measurements was recorded with all other measurements being normal. Ts suspected that this issue was due to electromagnetic interference (emi). Further analysis will be conducted when it comes this case. No adverse patient effects were reported.